Event description:
Upon administration of a 12 mci f18 fdg dose to a patient, the dose started leaking out of the needle hub contaminating the patient's arm and the chair the patient was sitting in. The account called the pharmacy to report the leaky dose shortly after the incident happened. Due to this event, the patient was unable to be imaged and was rescheduled for monday, (B)(6). A 5 ml syringe with 1" needle.